Event description:
It was reported that tandem mobi pump battery would not charge even though customer used tandem charging pad, cover, cable, wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 consecutive minutes, pump began charging, and issue was resolved without changing charging supplies.